Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient currently receiving infumorph (1mg/ml at 0.0693mg/day) via an implanted pump. The patient's other medications were unable to be obtained/not available to the reporter. The patient had no additional relevant medical history. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016, it was reported that the patient called the doctor's office reporting that he was getting too much medication from his pump and wanted it turned down. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The pump was going to be turned down. It was unknown by the reporter if the issue was resolved. No surgical intervention was planned. The patient status was reported as ¿alive-no injury.¿ additional information was received from a different company representative on (B)(4) 2016 and it was reported that the patient had symptoms of increased weakness in legs, vomiting, and urinary retention. The symptoms had come on suddenly. Two days prior ((B)(6) 2016), a concentration change had been made at the pump refill from 10 mg/ml at 0.48 mg/day to 1 mg/ml at minimum rate. A bridge bolus was not done at that time. The reporter was unsure if this was intentional or not. The patient was hospitalized, but this was prior to the concentration change. The reporter was unsure when the symptoms started or when the patient was hospitalized. On (B)(6) 2016, they wanted to start the pump back up at 0.48 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.